Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The air/water issues were due to the clogged nozzle. The adhesive part on the bending section cover was worn out. There was bending manipulation and insertion tube defects. The universal cord / video cable had wrinkles / cut / scratch / discoloration / stickiness. The light guide lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). There was a crack of resin part due to stress/handling and defects of the universal cord/distal end/ connector/control section/related parts. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/water flow issues. The issue was detected at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Although clogging of a solid material in nozzle was confirmed, the material could not be identified. Olympus will continue to monitor field performance for this device.